Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 serial# (B)(4) product type recharger. : analysis of the recharger (c0549276) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin. The patient took it out of the ins recharger (insr). The patient stated they have not been able to charge the insr since the connector pin was broken so their implant was currently not giving stimulation. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.